Event description:
Baxter (B) (4) reported that a spike was broken on a transfer set. The product was in use for 45 days. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B) (4).